Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ peripheral IV system was separated from catheter hub during use.

Event description:
It was reported that an unspecified bd¿ peripheral IV system was separated from catheter hub during use.

Manufacturer narrative:
H.6. Investigation summary: DHR- the lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans. Qn (B)(4) (kinked tubing) and qn (B)(4) (missing print-pkg) were initiated during production. Received a 20ga nexiva catheter-adapter extension set along with an open-empty package from lot number 8235504. The remainder of the unit (needle assembly) was not returned for evaluation. The extension tubing was disconnected from the port of the winged adapter. Traces of adhesive residue were present on the outer rim of the wing adapter port. No traces of adhesive were observed on the extension tubing. Conclusion(s): the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Manufacturer narrative:
Describe event or problem: it was reported that a bd¿ nexiva was separated from catheter hub during use. Medical device brand name: bd¿ nexiva; common device name: peripheral vascular catheter; medical device manufacturer: becton dickinson infusion therapy systems inc.; medical device catalog #: 383536; medical device lot #: 8235504; medical device expiration date: 2021-07-31; unique identifier (UDI) #: (B)(4); manufacturing location: becton dickinson infusion therapy systems inc.; PMA / 510(k)#: k102520; device return to manufacturer: yes; device manufacture date: 2018-08-23.

Event description:
It was reported that a bd¿ nexiva was separated from catheter hub during use.

Event description:
It was reported that an unspecified bd¿ peripheral IV system was separated from catheter hub during use.

Manufacturer narrative:
Correction: in the previously submitted MDR, brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.